Event description:
Bd veritor plus analyzer tested positive for covid on a worker with no symptoms. Pcr test at clinic was negative. Bd veritor plus produced false positive. FDA safety report ID# (B)(4).